Manufacturer narrative:
The device was received for evaluation. During functional testing, failed upstream occlusion was not reproduced. Device sent for upstream occlusion testing and passed. A review of the event history log revealed single occurrence of upstream occlusion error 3 years prior to the reported event date. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of failed upstream occlusion sensor. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.